Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Qc data indicate that both levels of hav-igm qc have been within the customer's established range for the past 30 days. Customer is sending sample to customer product line support (cpsl) east for additional testing. Sample has not yet been received. A definitive root cause has not been determined to date for this event, with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reproducible reactive hav igm results for one (1) patient, generated by the unicel dxi 800 access immunoassay system. The result was reported out of the lab. Subsequent testing of the patient's sample on two different methodologies produced discordant, non-reactive results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.